Event description:
It was reported that the surgeon was performing an intertan nailing and when he asked for the integrated screw the nurse gave him a meta tan integrated screw. The packaging is identical except the wording intertan or metatan. This causes confusion. The metatan screws fit on the intertan screwdrivers so they did not realize they had done anything wrong until they looked at the x-ray. They did then change the screw so no harm done to the patient. Less than 30 minutes delay was reported and a s+n backup device was available.